Event description:
It was reported that during kit inspection dermatome handpiece would not power on. There was no patient involvement. During product evaluation, it was found that the motor was seized and the motor was stuck inside the housing. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that 2 bearings, reciprocation arm, and spring seal were corroded, the motor was seized and the motor was stuck inside the housing; however, the repair has not been completed because the repair site is waiting on material for repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). G2 country: saudi arabia multiple MDR reports were filed for this event, please see associated reports: 0001526350-2024-00164.